Event description:
It was reported that the patient underwent a revision procedure due to the cylinder could not deflate with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. The patient was stable following the procedure.

Manufacturer narrative:
The returned device cylinder/pump pre-connect and reservoir was analyzed and the reported allegations of fluid loss and deflation issue was confirmed. Based on a review of all available information, the cause of the reported event was determined to be from the reservoir shell. There was a hole observed in the reservoir shell that was the result of fatigue at the corner of a fold, causing the leak. One cylinder had fluid loss in the cylinder body that was consistent with sharp instrument damage which is likely occurred during explant due to the implant duration it is most likely the instrument damage occurred at explant.

Event description:
It was reported that the patient underwent a revision procedure due to the cylinder could not deflate with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. The patient was stable following the procedure.